Manufacturer narrative:
It was reported that the patient received antibiotic treatment for the infection prior to explantation of the device. This report is submitted february 16, 2021.

Manufacturer narrative:
This report is submitted on 29 dec 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.